Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjohuntleigh received information about an event, which occurred with involvement of undefined passive floor lift and clip sling. It was reported that during resident (female, (B)(6) kg, suffering from left side paralysis, mild dementia and chronic kidney disease) transfer from bed to wheelchair, when the resident was raised over the bed, the left shoulder clip detached from the spreader bar lug. As a consequence of the event the resident turned to left and sustained serious injury . No information regarding sling size nor device involved was provided. Information provided to complaint by service technician shows that the facility staff did a sling inspection after the incident and all grey clip of the slings were removed from circulation. Staff are unsure if grey clip sling was actually used during the incident. Director of care (in the facility) provided information that there is probability that staff did not check clip on lug before conducting transfer.

Manufacturer narrative:
On 2018-feb-16 arjohuntleigh received information about an event, which occurred with the involvement of passive floor lift and clip sling. The facility did not identify which device and sling were used at the time when the event occurred. Following the information reported, the resident (female, (B)(6) kg, suffering from left side paralysis, mild dementia, and chronic kidney disease) was raised over the bed in order to be transferred from a bed to a wheelchair. When carrying out the transfer, the left shoulder clip detached from the spreader bar lug. As a consequence of the event the resident turn to left side and sustained a serious injury (fractured left arm). Following further information provided by arjo service technician, facility staff was unable to identify the sling involved in the complaint. Nevertheless customer facility performed their internal inspection on gray clip sling and the sling was removed from circulation after the event. Care director of customer facility provided information pointing out probability that staff did not check clip on lug before conducting the transfer. Review of reportable events registered during last 5 years shows that there have been found complaints with similar fault description (clip detachment) product's instruction for use (IFU) is provided with each device. IFU 04.sc.00-int1_2 dated october 2014 provides guidelines for agitated patients. It indicates that "at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the resident" , "to avoid injury, always assess the resident prior to use". "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." Based on the product knowledge and a technical simulation conducted in the past , it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling and lift. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. To conclude, the system - clip sling and lift was used for patient's care and in that way contributed to the alleged event. The device was not inspected by arjo service technician due to fact that involved device and sling was not identified by the facility , but since the sling clip detached from the spreader bar, it can be stated that the system did not meet its performance specification. We report this event to competent authorities due to fact that patient sustain serious injury as consequence of the event.